Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that " the device that was removed and was screwed up by going through a scanner ". The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.